Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked in multiple locations and fractured approximately 116.0 cm from the proximal end. The embolization coil was detached from the pusher assembly with the proximal constraint sphere intact. Conclusion: evaluation of the returned device revealed it was kinked and fractured. This damage may have occurred due to forceful advancement of the ruby coil against resistance. The root cause of the initial resistance experienced by the physician could not be determined. Further evaluation revealed the embolization coil was detached from the pusher assembly. If the pusher assembly becomes fractured, it may allow the pull wire to retract from the distal detachment tip (ddt), which would cause the embolization coil to detach. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the aorta using ruby coils. During the procedure, a ruby coil was advanced through a px slim delivery microcatheter (px slim). The physician then decided to withdraw the ruby coil in order to reposition the microcatheter. However, while attempting to re-insert the ruby coil back into the px slim, the physician experienced resistance and the ruby coil pusher assembly became kinked. Subsequently, the ruby coil was removed and the procedure continued using two new ruby coils and the same px slim. It should be noted that the physician did not maintain a continuous flush through the rotating hemostasis valve (rhv); however, a manual flush was performed after every coil insertion. There was no report of an adverse effect to the patient.